Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during robotic illeaconduit procedure, 5 hours into the procedure, the thread broke. There was no patient injury.